Event description:
A customer complained that a higher than expected vitros tropi es result was obtained from a single patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Patient result: 0.225 versus expected <0.012 ug/l biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported outside of the laboratory, and there were no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es result was obtained from a single patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however inadequate customer incubator cleaning could not be ruled as a contributing factor. The investigation could rule out inappropriate pre-analytical sample processing and an unexpected 5600 analyzer issue. In addition, the investigation found no evidence to indicate that the customer¿s vitros troponin I es reagent was performing unexpectedly.